Manufacturer narrative:
Device was returned for evaluation. Visual inspection confirmed flattened tip of the clamp of snake arm. Functional inspection was performed using a test tube. The tube did not fit securely onto to clamp due to the deformation. The connection was unstable and the tube was moving. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was manufactured over six years ago. From IFU: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. For instruments with articulations, lubrication may be necessary. Using a silicone lubricating cream is recommended. There is a text engraved on the tube, "lubricate before use". The most likely cause of the reported event normal wear after repeated use.

Event description:
A company representative reported that the hinge on a decompression tube snake arm was deformed and not securing properly. Surgery was successfully completed without delay using the device. There was no adverse consequence to the patient.

Event description:
A company representative reported that the hinge on a decompression tube snake arm was deformed and not securing properly. Surgery was successfully completed without delay using the device. There was no adverse consequence to the patient.